Event description:
New information received noted that there were no patient consequences.

Event description:
New information received notes that the rv lead dislodged due to twiddler's syndrome. The lead was successfully revised.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited under sensing. The lead was explanted and replaced. The device remained implanted. The patient's condition was unknown.